Event description:
Clinical study. Same case as MDR 6000093-2006-00122. 176 days after a coronary artery drug eluting stenting treatment procedure, the pt expired. The index procedure treated one target lesion. Target lesion 1 was 3.5 mm vessel diameter, 75% stenosed region of the distal right coronary artery (rca). The lesion was 20.0 mm in length. The physician predilated the lesion, prior to placing one taxus express2 8.8% 3.5x20mm drug eluting stent, without complication. Residual stenosis was 0% following implantation. The pt also had one express2 bare metal stent placed in the proximal rca, during the index procedure. The pt was discharged from the hospital 1 day post index procedure, receiving asa and plavix. The site reported that the pt expired of unk cause 176 days post index procedure. In the opinion of the physician there was an unk relationship between the target vessel and the event.